Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging inaccurate erratic results. The patient reported blood glucose results of "hi (over 600 mg/dl), 321, 231, 261 and 255 mg/dl" with the lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. This complaint is being reported because the reported results did not meet lifescan's accuracy/ precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.